Manufacturer narrative:
(B)(4).

Event description:
Event reported in USA by the customer: "customer currently doing trial on sapphire pump. After charging sapphire pump, adaptor was plugged out the outlet. Two prongs were detached from the adaptor and stayed on the outlet. No patient involvement."